Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc button dome switch. The lcd connector was inspected and there was no unlocked connector on the device. Calibration error and threshold suspend alarm were unable to be verified due to keypad anomaly. The occlusion test was unable to be performed due to keypad anomaly. The device was received with minor scratches on the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call low suspend alert and keypad anomaly. Customer advised they received a calibration error and a threshold suspend trigger. Customer's sugar glucose reading was 49 mg/dl. Customer's blood glucose level was 94 mg/dl. Customer advised the buttons on the keypad are hard to press. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.